Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. A review of the device history record for (B)(6) was performed from date of manufacture 10/16/2020 to present date 12/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported a 242.4030 channel error was received. There was no patient involvement noted.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a 242.4030 channel error was received. There was no patient involvement noted.